Manufacturer narrative:
Follow-up # 1 - 3/13/2015 device evaluation. The lay user/patients meter has been returned on 2/26/2015 and reviewed by lifescan product analysis on 3/9/2015 with the following findings:the meter involved with this complaint had no testing performed, as the complaint did not relate to product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging contaminated product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.